Event description:
Additional information received as patient reported that urgency and leaking had been resolved somewhat. There were no complications or that no further complications were reported.

Event description:
Additional information received as patient reported that urgency and leaking had been resolved. Doctor provided the weight of the patient at the time of event.

Event description:
Additional information was received from a consumer. It was reported that the patient experienced a loss or change of therapy. It was noted there were no falls/trauma that could be related to the issue. The patient wasn¿t having much success. They started at 1.5 and gradually went up until about 3, then up to 4.0 then 6.0 eventually. The patient¿s pad usage reduced to 2 or 3 a day, but now was back to 6-8 pads a day like it was before the stimulator. It was noted this started 3 days after the implant. The patient was on program 1 at 6.35v and changed to program 2 and felt stimulation at 1.5v. The patient was going to try this setting. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that the increased urgency and leaking were somewhat resolved. No further complications were reported or were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient has experienced a loss or change of therapy. (Sr). Patient had been having more urgency, gone to the bathroom more and had changed pads more already today than they did from 3.45 am the morning yesterday until 10pm last night. Patient wanted to know if it is normal to have a bad day once in a while. It was advised to may consider making adjustments. Patient then noted that they had a couple of good days until today and did not think today was going to be a good day. Patient described loss of therapy as having more urgency, gone to the bathroom more and has changed pads more than yesterday from information patient provided. Patient will increase stimulation and if it did not resolve the symptoms then they might follow up with doctor. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.